Event description:
A copy of a death certificate and autopsy report was forwarded to shiley from the claims administrator for the bowling -pfizer settlement funds. According to the death certificate, the cause of death was listed as "severe acute left ventricular failure" and "failure of prosthetic mitral valve." The autopsy report indicated that the disc of the prosthetic valve was found in the abdominal aorta.